Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for a procedure using a small flexnav delivery system. During procedure, the activated clotting levels were 372s and heparin given. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 4.67mm and at left coronary cusp (ncc) was 6.83mm. On (B)(6) 2025, a left anterior hemi block was noted. After 48hr observation, a first degree atrioventricular (av) block and atrial tachycardia was noted. A biotronik bicameral pacemaker was implanted. On (B)(6) 2025, a dual chamber pacemaker was implanted.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of left anterior hemi block, first-degree atrioventricular (av) block, and atrial tachycardia was reported. Based on the available information, the cause of the reported heart block could not be conclusively determined. The cause of the reported tachycardia is likely cascading effects of the heart block. The reported hospitalization, unexpected medical intervention, and surgical intervention were results of case-specific circumstances as the patient required prolonged hospitalization, a temporary pacemaker was placed and subsequently a dual-chamber permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.